Manufacturer narrative:
(B)(4). Unsuccessful ring repair. Method: device not returned. Additional manufacturer narrative: response from surgeon indicated the event was considered to be an unsatisfactory repair due to technique not due to a malfunction of the device. It was also indicated that the device is not available for return. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of 7 days (0.23 months) due to an unsuccessful ring repair.